Manufacturer narrative:
The field service engineer (fse) was onsite on (B)(4) 2009, to investigate the event. The fse verified the hardware and ultrasonic's and no issues were noted. The fse also performed a high sensitivity system check which passed within instrument specifications. The fse noted that there were no hardware issues found which could have contributed to this event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated thyroglobulin result generated on the access 2 immunoassay system for one pt. The pt samples were retested and the results were below the normal reference range. The initial erroneously elevated result was reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.